Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The generator did not recognize transducer and transducer connector was worn out and there was no device output. Based on the results of the investigation, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, after surgery, the lithotripsy's wire of the round connection at the end was broken. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, after surgery, the lithotripsy's wire of the round connection at the end was broken. There was no patient involvement.